Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while loading a cartridge a vacuum was not felt while pulling the syringe plunger to remove the air and air continued to fill the syringe. The customer discarded the cartridge and completed the supply change with a new cartridge and syringe. Blood glucose was not impacted.